Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day as the implant date of this 28mm mitral annuloplasty band, it was reported by the patient that they had an adverse reaction. It was reported by the patient that they were "out of their mind" after surgery, and readmitted two weeks later. The patient explained that the reaction was "super rare" and did not know if it was related to the annuloplasty procedure. They also reported that they, "died for two minutes in the surgery as well". It was also noted that they had fluid buildup in their lungs and body. They were put on continuous positive airway pressure (CPAP) and in a lot of pain. A triple bypass surgery was performed concomitantly during the implant procedure. No intervention or additional adverse patient effects were reported.